Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Part and batch information remains unknown at this time. Multiple attempts were made to gather data from the rep as well as the hospital that had information on the patient. No additional information or confirmation has been given that this is a pioneer surgical technologies manufactured part. The following sections of this report have been left blank due to the information being unavailable or non-applicable: .

Event description:
"Hello complaints team, received a complaint from dps today on a revision surgery that happened for screw backout. No product will be returned, there is an image of the locking tab wing broken once removed from the body. Dps is currently collecting additional information and will share it once they have it."